Event description:
New information received states the recommended defibrillation threshold testing was recently performed at a higher output. There were no recent reports of poor impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a scheduled follow-up, an upper out of range high voltage lead impedance measurement was observed. No intervention changes have been suggested. The patient condition is stable and will continue to be monitored.